Event description:
The report received from the affiliate indicates that forty-three months post index procedure the patient complained of chest pain in 2008. He developed heart failure. A coronary angiogram (cag) was conducted and thrombus was observed in the cypher. The treatment will be scheduled later because the condition of the patient was stable and many percutaneous interventions would be conducted at the day. Five days later, the thrombus was treated. To treat the thrombus, plain old balloon angioplasty (poba) was conducted with a balloon (non-cordis product 2.25 x 20mm, 3.5 x 15mm) and aspiration was conducted. During the plain old balloon angioplasty, a dissection occurred proximal to the 2nd cypher stent, and therefore a vision 3.5 x 12mm vision bare metal stent was implanted to treat the dissection at the mid to distal right coronary artery (rca). Physician's comment: the possible cause of the thrombotic event was because stenosis at the proximal of the cypher became advanced.

Manufacturer narrative:
The procedure was an emergent case due to acute myocardial infarction. The target lesion was the distal right coronary artery (rca). The vessel was a de-novo and thrombotic lesion. Lesion classification was type c. The lesion length was 40mm and vessel diameter was 3.5mm. Pre-dilatation was conducted with a 3.5x20mm balloon at 14 atms for 50 seconds. The first 3.5x23mm cypher stent was implanted at 16 atm for 55 seconds. The second 3.5x18mm cypher stent was implanted at 16 atm for 55 seconds proximal to the 1st cypher stent and overlapping it. Post-dilatation was conducted with a 3.5x20mm balloon at 12 atms for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was 0 and iii. Activated clotting time was not measured. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00860 and 9616099-2008-00861. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days upon receipt.